Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v013793, implanted: (B)(6) 2006, product type: lead. Product ID 3387s-40, lot# v013793, implanted: (B)(6) 2006, product type: lead. Product ID 64002, lot# n295390, implanted: (B)(6) 2012, product type: adapter. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported that the patient's current implantable neuro stimulator (ins) had only lasted a year, it had been implanted on (B)(6) 2014. The deep brain stimulator was no longer working. The patient was scheduled for an ins replacement on (B)(6) 2015. It was noted that it was hard on the patient to keep having these surgeries to replace the ins. The patient's very first ins had last 4 years in comparison to their current one and their last one. The ins's don't last very long and it drained the battery on stuff the patient did not use. The healthcare professional noted that the ins drained so quickly because there were programs that run in the background that the patient did not use. It was mentioned that the patient was a low setting user. No patient symptoms were reported. Further follow-up is being conducted to obtain information about troubleshooting, interventions, cause, and outcome. If additional information is received a supplemental report will be submitted.